Event description:
During invasive coronary angiography procedure-advanced partially in the lesion the following balloons: 1.0 x 8 mm sapphire balloons x 2, 1.2 x 8 mm threader balloon x 2 and performed ptca (percutaneous transluminal coronary angioplasty); of note 2 of these balloons ruptured. We then readvanced over the fielder fc guidewire the turnpike lp microcatheter which now advanced further past the lesion in the mid segment of the lad(left anterior descending artery). The fielder fc guidewire was exchanged for a run-through guidewire. Subsequently a 2.0 x 12 mm compliant balloon was delivered across the lesion and angioplasty was performed. However a 2.0 x 12 mm nc balloon could not be delivered. At that point we attempted to deliver a 1.75 x 10 mm score flex balloon which could not cross the lesion at all; upon trying to retract that balloon, there was a loop formed in the guidewire (in the aorta); with ongoing attempts to remove the balloon (at the level of the aorta-outside the vessel) the very short monorail was stripped and the balloon along with its shaft detached from the guidewire; the balloon was removed intact from the body. Ref report: mw5153514.